Event description:
Additional information was received. A revision procedure was performed. The right ventricular lead was surgically abandoned and replaced with a non-boston scientific lead. Post procedure, normal impedance measurements were obtained. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this device and right ventricular lead remain implanted. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that post implant, this pacemaker and right ventricular lead displayed low out of range pacing impedance measurements in unipolar programmed settings. With the previous pacemaker, impedance measurements were within normal limits. The lead was programmed to bipolar settings and was scheduled for further follow up. The patient with this system was discharged. Later that day, the patient reported a syncopal episode while leaning forward. The following day, a revision procedure was performed. When the pocket was opened, visual inspection revealed the lead was not tightened in the set screw. No further lead damage was noted. The lead was reconnected, however interrogation revealed similar low out of range impedance measurements. It was thought there is a lead issue. A revision is intended. No further patient symptoms were reported.